Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for evaluation. There was no previous service repairs noted. The event history log was reviewed but nothing was found related to the reported issue. The reported issue was confirmed as the air detect status could not change to "pass" when a cassette with fluid in the tube was inserted. Further investigation identified a delaminated downstream occlusion (dso) seal.

Event description:
The customer returned product for "air detector faulty", during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.